Event description:
During surgery to implant the pt's cochlear device, a perilymphatic gusher occurred while entering the cochlea. The cochlea was temporarily packed and the device was successfully implanted. It was reported that no further leakage occurred.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt's surgeon reported that after packing the cochlea, there was no further leakage at the site and that implantation of the device was successful. The pt's device remains implanted. This is the final report.